Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during bench-testing of this smiths medical cadd legacy pump, the pump exhibited double beep with cassette. No patient involvement reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was confirmed. There were signs of fluid ingressions by the chassis base of the downstream occlusion sensor. The downstream sensor was found to be causing the fault but was damaged by the fluid ingressions. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.